Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a regulator would not release gas before surgery. An alternate regulator had to be obtained in order to perform the scheduled surgery. There was no patient involvement. Additional information has been requested. Additional information received clarified that the surgery scheduled to be performed was a pneumatic retinopexy procedure.

Manufacturer narrative:
A regulator was received by the manufacturer for evaluation in a good condition. The regulator was put through final inspection and testing. There was no flow found through the regulator. After inspection and testing, the regulator was found to have no flow and the customer reported event confirmed. The regulator was disassembled, and the piston was found to be stuck in place. The piston was freed, and the unit reassembled. The regulator was retested and passed all release criteria. A review of the batch production record showed no unusual manufacturing issues. A review of the complaint records showed six other similar complaints. The root cause of the reported event can be attributed to o-rings getting stuck after being in one position for some period. The lower output pressure is insufficient to get them moving properly. An internal investigation was opened to address this issue. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).